Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited an unspecified parameter out of range. No intervention was performed. Additional information was requested and not received. The patient's condition was unknown.

Event description:
Additional information received indicated that the patient presented for a magnetic resonance imaging (MRI) procedure prior to erroneous parameter values being detected. Therapies were turned off and programming changes were made. The patient was stable throughout.